Event description:
It was reported the pt complained of shortness of breath after valve replacement. An echo was performed and revealed a gradient of 80mm/hg. Two leaflets were not opening and there was visible thrombus. The valve was replaced with a sjm 19mm masters series mechanical valve. Add'l info has been requested.